Event description:
It was reported that customer experienced keypad anomaly. It was reported that the down arrow button was not responding. Customer's blood glucose was 130 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Insulin pump had an intermittent down arrow button response due to moisture on keypad trace. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, cracked case at display window corner and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.